Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure it was observed that the quick coupling device would not hold the k-wires and the handpiece device continued to run when the trigger was not being pulled. It was reported that the event occurred when the devices were being used together. It was reported that there was a five minute delay in the procedure due to the event, and an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit was not holding k-wires. It was also noted that the device clamps were worn, and the sliding sleeve was damaged. The assignable root cause was determined to be due to component wear from normal use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.